Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Failure analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Failure analysis also ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Failure analysis also installed reservoir and connector into a 7xx pump and performed pump manual prime. Visual fluid flowed through infusion set and out catheter tip. Conclusion: reservoir not occluded.(B)(4)

Event description:
The customer reported via phone call that they received repeated no delivery alarms. The customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. Customer also reported having serter issues. The customer reported their blood glucose has been high, reaching 500 mg/dl due to a bent cannula on an infusion set. Customer also reported they were unable to push insulin through the reservoir with a plunger. Customer was advised the infusion set and reservoir connection may be severed or the reservoir/infusion set may be occluded. The customer agreed to return the product for analysis.